Event description:
It was reported that the patient developed a driveline infection on (B)(6) 2021. Cultures were positive for pan-sensitive pseudomonas and white blood cell count was elevated. They were put on lifelong oral cipro (ciprofloxacin) and encouraged to get an open heart transplant evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.